Manufacturer narrative:
Conclusion and justification status: the complaint states hip revision performed on (B)(6) 2016. Reason for revision; pain. Patient booked for change of liner from com to cop. Extensive alval noted at time of surgery which required removal of pinnacle cup, pinnacle metal liner and ceramic head. A complaints database search and review of manufacturing records could not be conducted as no lot or product numbers were received. Without further information or return of products the root cause of the complaint cannot be confirmed. The complaint shall be closed with an undetermined conclusion and monitored though trend analysis. If further information is received the complaint shall be reopened and investigated further. No further actions are identified. Post market surveillance is per sep (B)(4). Addendum added (B)(6) 2017. Hip revision performed on (B)(6) 2016. Reason for revision; pain. Patient booked for change of liner from com to cop. Extensive alval noted at time of surgery which required removal of pinnacle cup, pinnacle metal liner and ceramic head. Update (B)(6) 2016 - patient underwent primary right hip replacement on (B)(6) 2003. Surgery on (B)(6) 2011 was the patients 1st right hip revision (case ref: (B)(4)). Surgery on (B)(6) 2016 was patients 2nd right hip revision. Please note that the date of the patients revision surgery has been updated to (B)(6) 2016. Update rec'd (B)(6) 2016: medical records received. After review of the medical records for MDR reportability, the revision operative note indicated pain, osteolysis, loose cup, and 2 screws had sheared off. Alval was suspected, but wasn't confirmed. Metal ion levels were noted to be normal. The two screws are now being reported for the loosening/shearing off. This complaint was updated on: (B)(6) 2016. No device associated with this report was received for examination. A worldwide complaint database search found no other reported incident(s) against the provided product/lot combination(s) since release for distribution. Corrective action was not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Hip revision performed on (B)(6) 2016. Reason for revision; pain. Patient booked for change of liner from com to cop. Extensive alval noted at time of surgery which required removal of pinnacle cup, pinnacle metal liner and ceramic head. Update 11 oct 2016 - patient underwent primary right hip replacement on (B)(6) 2003. Surgery on (B)(6) 2011 was the patients 1st right hip revision ((B)(4)). Surgery on (B)(6) 2016 was patients 2nd right hip revision. Please note that the date of the patients revision surgery has been updated to (B)(6) 2016. Update rec'd 11-oct-2016: medical records received. After review of the medical records for MDR reportability, the revision operative note indicated pain, osteolysis, loose cup, and 2 screws had sheared off. Alval was suspected, but wasn't confirmed. Metal ion levels were noted to be normal. The two screws are now being reported for the loosening/shearing off. This complaint was updated on: 1-nov-2016.